Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during an atrial fibrillation (a fib) pfa farapulse ablation. During preparation, when the versacross dilator was removed from the package, it was noted that the tip of the dilator was damaged / chipping before putting it into the sheath or body. Thus, a new versacross was selected for use and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.